Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side implant "always felt that something is there. A lot of pain. There is silicone left behind in armpit. Checked in 2020 and looked good."

Event description:
Patient reported their right side implant "always felt that something is there. A lot of pain. There is silicone left behind in armpit. The device remains implanted.